Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of restricted leaflet motion in patient and deployed valve exhibits central regurgitation were unable to be confirmed as no imagery or medical record was provided for evaluation. It was reported that the restricted leaflet motion and central regurgitation were observed post-dilation. Per training manual, post-dilation has risk of central regurgitation because post-dilation could have excessive manipulation or over expanded the valve, leading to restricted leaflet with central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position and post dilation at nominal volume. Upon removal of the safari guidewire, central aortic regurgitation (ar) was observed from the right coronary cusp (rcc), confirmed to be moderate ar per aortography. The rcc leaflet also appeared to be bent and not moving, but the patient's hemodynamics were stable. A second 23mm sapien 3 ultra resilia valve was implanted and the ar resolved to none.

Manufacturer narrative:
The investigation is ongoing.